Manufacturer narrative:
(B)(4). Evaluation codes - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the delay in reporting by the customer to abbott medical optics (amo) on (B)(4) 2013. Due to the delay in reporting, the condition of the system at the time of the event cannot be adequately determined. A field service engineer (fse) visited the site on (B)(4) 2013 and did not identify any issues associated with the event. The system meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Customer experienced a case of epithelial ingrowth on patient's right eye. Last post op visit was on (B)(6) 2013 and patient's uncorrected visual acuity (ucva) was 20/40 on the right eye and best corrected visual acuity (bcva) was 20/20. Epithelial ingrowth improved after customer treated with yag laser but still present. No loss in vision reported.